Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife exhibited the bevel on the inverse or opposite side of the blade while still inside of the box, prior to any attempted use of the product. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing unprotected, wrapped in a bubble bag. The sample was visually examined and was found to be nonconforming with the bevel in the incorrect orientation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during their bending process. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. An investigation has been completed and actions have been implemented to reduce the frequency of cutting instrument assemblies with incorrect bevel orientation. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Lot number information has been received by manufacturing for evaluation. A sample is available that has not yet been received by manufacturing for evaluation. (B)(4).